Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2 : (B)(4). Complaint 2 of 2: (B)(4). Translation: I'm [name], your new contact for applied medical medical devices in normandy. [Name] has informed me of your request for coelio clip applicators for our 5mm diameter trocars. For your information, the samples (ref: ca500) have been sent and arrived at your facility yesterday. Indeed, I would have very much liked to meet you and discuss this device during a trial with you. I did test 2 forceps yesterday. You have to use a lot of force to get the forceps to fit into your 5mm trocar and unfortunately one of them jammed completely intraoperatively with a clip stuck at the end of the forceps. I'll let my colleagues test the other samples. Information received by company rep. Via e-mail on 29may24: 1. The surgeon took an other ca500 and passed it through a 10mm trocar. 2. Concomitant device- 5mm trocar. 3. Device did not jam on a vessel. 4. Device locked in the closed position. Patient status: ras - rien à signaler (nothing to report). Intervention: the surgeon took an other ca500 and passed it through a 10mm trocar.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2 : (B)(4). Complaint 2 of 2: (B)(4). Translation: I'm [name], your new contact for applied medical devices in normandy. (Name redacted) has informed me of your request for coelio clip applicators for our 5mm diameter trocars. For your information, the samples (ref: (B)(4)) have been sent and arrived at your facility yesterday. Indeed, I would have very much liked to meet you and discuss this device during a trial with you. I did test 2 forceps yesterday. You have to use a lot of force to get the forceps to fit into your 5mm trocar and unfortunately one of them jammed completely intraoperatively with a clip stuck at the end of the forceps. I'll let my colleagues test the other samples. Patient status: unknown. Intervention: unknown